Event description:
It was reported that the pump reset unexpectedly. Customer¿s blood glucose level was 100 mg/dl. No additional patient or event information was available.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
On 23 december 2022, the distributor reported the additional information: a pump evaluation was performed, and it was determined that the pump did not experience an unexpected reset issue. Alleged issue did not cause or contribute to serious injury. This event does not meet MDR requirements as defined by 21 cfr 803.